Event description:
It was reported that a single beat of loss of capture was observed on a patient device who was in hospital for chronic heart failure. Device remains in the field and no programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.